Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving hydromorphone (3 mg/ml at 2.27 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient had a fall approximately a couple of weeks ago and fell hard on the pump. The patient went for a refill since then and upon removing the old drug and adding the new drug they were only able to add 20ml instead of the 40ml pump volume. The clinic removed that 20ml and then tried to replace it with 40ml but again it stopped filling after 20ml was in the reservoir. Today at the surgery center a rotor study and dye study were ran, both of which appeared to be successful. The clinic will attempt to refill the pump to the full 40ml at his next follow-up. It was unknown if the issue resolved.